Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the helix of the right atrial (ra) lead failed to retract. The ra lead was not used. The patient was in stable condition.

Manufacturer narrative:
Correction: section d4 - the correct lead serial number should have been (B)(6), rather than (B)(6).